Event description:
On 9/2/1998 following a percutaneous transluminal coronary angioplasty/ stent procedure an angio-seal device was placed in a pt's groin. The pt was hypertensive immediately following device insertion, and hemostatsis was not achieved with the device; as a result a femostop device was placed for nine hrs. Two days later the pt showed signs of vessel occlusion. An ultrasound was performed, and the pt was taken to surgery. The device collagen was found to be within the superficial femoral artery; the device and thrombus were removed and a vein patch was performed. Following this procedure the pt was noted to have excellent pulses. According to the report, the pt subsequently developed deep vein thrombosis (treated with bedrest and warfarin) and a pulmonary embolism. As of 10/5/1998 there has been no further report to the MFR of complication or pt sequelae.